Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted the following findings : the curved rubber adhesive is missing the adhesive part of the objective lens has peeled off due to handling. The bending angle is insufficient due to the elongation of the angle wire. Curved rubber scratches due to external factors are recognized. The video connector is damaged due to an external factor. The universal code is broken due to an external factor. Scratches on operation part, grip , up / down plate, rl (right/left) plate , switches (sw1), light guide connector, light guide cover glass, video connector case due to external factors. Based on evaluation findings the customer reported issue was confirmed as the adhesive part of the objective lens of the device was found peeled off and the curve rubber adhesive was observed to be missing. The failures observed likely attributed to handling issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of a-rubber chip. The issue found during an unknown event. There was no patient harm, no user injury reported on this event. Device evaluation found the adhesive part of the objective lens has peeled off. This report is being submitted for adhesive part of the objective lens has peeled off and observed during device evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 08-mar-2022. Correction to d5. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation of a rubber chip due to the adhesive part of the objective lens peeling off, the root cause of the event was unable to be determined. The event was most likely caused by stress used, external factors, or handling. Olympus will continue to monitor field performance for this device.